Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during implant of a 2.5 x 18 mm rx xience v stent, jailing of the first diagonal branch occurred and resulted in an occlusion. A 2.0 mm balloon was used to treat the occlusion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Occlusion, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and procedure was completed successfully. In this case, it is likely that the occlusion is a result of the jailed stent technique which resulted in ptci. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.